Manufacturer narrative:
A video processor cv-190, serial# (B)(4), equipped with version (B)(4), was returned for evaluation due to ¿it sparked and unit is dead.¿ the customer¿s complaint was confirmed. When powered on during inspection, the unit would not working at all. The top cover was removed and found excessive dust inside. No sparks were noted, but found the power supply had a burnt component inside. To troubleshoot, a good test power supply was installed in place, and the processor became functional. No other abnormality was noted. Therefore, the cause of the reported complaint was attributed to a faulty power supply.

Event description:
The service center was informed that during a diagnostic esophagogastroduodenoscopy (egd) with savory procedure, the device sparked and powered off. It was reported that the user facility¿s biomed attempted to rule out the device¿s power cord and any issue with the breaker. The procedure was completed with a different device. There was no delay in the procedure. No other devices were replaced during the procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: (1) the power supply is not turned on. (Failure in the power supply unit). From the repair report, it was confirmed that there were short-circuited parts inside the power supply unit and the power supply was turned on after being replaced with another power supply unit. From this, it is presumed that the event occurred due to an accidental failure in the power supply unit. For the following event, the description in the instruction manual of the cv-190 was confirmed. The results were as follows: phenomenon - the power supply is not turned on. (Failure in the power supply unit). ·the following is described in ""3.17 connection to the ac mains power supply"" on the instruction manual of the cv-190. ·be sure to connect the power plug of the power cord directly to a protective earthed wall mains outlet. If the video system center is not protective earthed properly, it can cause an electric shock. ·do not bend, pull or twist the power cord. Equipment damage including separation of the power plug and disconnection of the cord wire as well as fire or an electric shock can result. ·confirm that the hospital-grade wall mains outlet to which the video system center is connected has adequate electrical capacity that is larger than the total power consumption of all connected equipment. If the capacity is insufficient, fire can result or circuit breaker may trip and turn off the video system center and all other equipment connected to the same power circuit.